Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the leads have migrated a vertebral body from top of t8 to top of t9. New xray was taken in (B)(6) 2020. Reprogrammed the leads over the t9/10 disc space. The issue resolved. There are no known factors that may have contributed to this event. The patient is alive with no injury.